Event description:
A customer site in (B)(6) alleged that (B)(6) test results were generated for one patient sample with the cobas ampliprep / cobas taqman (cap/ctm) hiv-1 test, v 1, when compared to bdna test the cap/ctm hiv test v 1 result was (B)(6). The physician questioned the result, (B)(6). The site sent the sample out for bdna testing and the bdna result was (B)(6). It is planned to have the sample sent for sequencing analysis. It is unknown if any patient treatment was impacted.

Manufacturer narrative:
(B)(4): result - device performed according to specifications. Conclusion: no failure detected and product is within specification. Although requested, the customer did not provide any raw data or patient samples to perform the investigation. Therefore, the alleged under-quantitation using cap/ctm hiv-1 could not be confirmed. With the limited available information, it could not be determined if the allegation was due to mismatches to the primers/probe of the test. No sample was returned for sequencing analysis. Based on the limited information available, no product non-conformance was identified. The issue is likely sample-specific. A complaint history analysis shows that no other similar complaints were registered for the same kit lot. (B)(4).

Manufacturer narrative:
No conclusion can be drawn at this time as the complaint investigation into this reported issue is ongoing. (B)(4).